Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female pt had a rash o her back where the therapy electrode pads are located. The patient's physician prescribed a cream to treat the rash. Follow-up indicated the prescribed cream relived the irritation.

Manufacturer narrative:
Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.